Event description:
It is reported that a customer was called to follow up on a experience that the customer had with high blood glucose levels. The customer's blood glucose at the time of the call was not recorded. The customer did not call medtronic and stated that their health care providers may have emailed medtronic about the incident. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.